Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a generator replacment procedure. During interrogation, the patient's atrial lead exhibited lead noise which resulted in inappropriate mode switching. No programming changes were made. The patient was in stable condition.